Event description:
It was reported that the battery of the implantable pulse generator (ipg) had depleted. It is unknown if the ipg depletion was within a normal time frame or if the ipg depleted faster than expected. The patient underwent a surgical revision to replace the ipg. It is indicated that electro cautery was used. The ipg was discarded and will not be returned for analysis.